Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly and biliary liquid leaked. The surgeon performed a re-operation in 1999, and applied another device to correct the condition. The hospital has reported the pt's condition is satisfactory.